Event description:
The technician alleged the head of the bed is slowly drifting down. No patient impact.

Manufacturer narrative:
The technician replaced the head down solenoid valve to resolve the issue.